Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Relevant manufacturer report number: 2017865-2020-19387. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The causes of death were renal failure, pericardial effusion, failure to thrive, and dementia. No additional information was reported.